Event description:
During index procedure the patient had one resolute integrity drug-eluting stent implanted to the lad. Approximately 2 months post I ndex procedure the patient was hospitalized due to gi bleed. Patient was taking dapt at time of bleed. The investigator indicated that the reported event was not related to the study device. Aspirin and prasugrel were stopped. Endoscopic excision for gastric polyp and endoscopic mucosal resection were performed. Patient was discharged. Approximately 3 months post index procedure, the patient was hospitalized due to gi bleed. Patient was taking dapt at time of bleed. The investigator indicated that the reported event was not related to the study device. Aspirin dose was reduced, transfusion was given and endoscopic hemostasis technique for gastrointestinal tract was performed. Patient was discharged. Approximately 9 months post index procedure, the patient was hospitalized again due to gi bleed. Patient was taking dapt at time of bleed. The investigator indicated that the reported event was not related to the study device. Aspirin was stopped. Patient was discharged.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).